Event description:
It was reported that during device change out for normal eri, fluoroscopy revealed externalized conductors on the rv and lv leads. No electrical anomalies were detected. Patient was asymptomatic. The rv lead was explanted and replaced.